Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Explant date: not applicable, as the lens was not implanted. Section e1: initial reporter last name: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was observed with a torn haptic during surgery at the implantation step; however, the lens was not implanted as account indicated that the lens arrived with a torn haptic and there was no patient involvement. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: a picture provided by the customer was evaluated. The photograph showed the suspect product; a lens was observed to be stuck in the cartridge. Due to the quality of the photograph and no product received, no further evaluation could be performed. The complaint issue "haptic damaged" was not identified during photograph evaluation. The other observed issue could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.